Event description:
It was reported that during a pta treatment procedure, the ultra-thin balloon dilatation catheter could not retract back into the 7 fr zeon introducer sheath. The guidewire used was an inter through major 0.035" 150 cm. The balloon was inflated twice in the subclavian vein and twice in the brachiocephalic vein at 10 atm/per inflation. The physician tried to remove the catheter using a large size syringe and applying a counter clockwise rotation to help the balloon refold around the shaft. However, during this attempt the sheath was pulled out of the dialysis shunt and an incision was made to remove the catheter. The pt was asymptomatic during this event. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.